Manufacturer narrative:
An event regarding revision due to abnormal ion levels involving an accolade stem was reported. The event was not confirmed. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. The provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review. Need 2nd page of primary operative report, need revision operative report and reason for revision, need additional series x-rays. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Revision of the v40 cobalt chrome femoral head on an accolade uncemented stem. Update: "I was not given any lab results for this patients. I was told metal levels were high that was the reason for revision. We used a sleeve adaptor and put a knew ceramic head on it. "

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Revision of the v40 cobalt chrome femoral head on an accolade uncemented stem.